Event description:
It was reported that the implantable cardiac monitor (icm) was found to have a low battery message post-implant and was suspected to be depleting prematurely. The device was explanted and replaced with a new icm. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardiac monitor (icm) was found to have a low battery message post-implant and was suspected to be depleting prematurely. The device was explanted and replaced with a new icm. No adverse patient effects were reported.